Event description:
Event: conversion to standard open repair. A patient with a persistant endoleak was converted to stardard open aneurysm repair. The explanted graft was sent to guidant for evaluation. The patient was implanted in 2000 a stent was placed in the contralateral limb at that time. Patient was refered to the reporting user facility in november of 2001 for observation of persistant endoleak and elected to have the graft explanted there.